Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery intermittently became hot to touch when plugged into a power source to charge. Reportedly, the customer did not use the tandem provided supplies to charge the pump. The customer¿s blood glucose level was 180 mg/dl. The customer reverted to an alternate method for insulin therapy.